Event description:
A patient that was originally operated on in 2016, underwent revision surgery due to the patient presenting with pain. During surgery it was noted that the mesa polyaxial screw was broken.

Event description:
A patient that was originally operated on in 2016, underwent revision surgery due to the patient presenting with pain. During surgery it was noted that the mesa polyaxial screw was broken.

Event description:
A patient that was originally operated on in 2016, underwent revision surgery due to the patient presenting with pain. During surgery it was noted that the mesa polyaxial screw was broken.

Manufacturer narrative:
It was reported that a mesa polyaxial screw broke postoperatively. The patient underwent surgery on (B)(6) 2016 at levels l4-l5-s1. Approximately two years postoperatively, the patient presented pain. During removal, it was observed that the mesa polyaxial screw had fractured. The screw and all fractured components were successfully removed. The explanted hardware was not available for evaluation; however, the failure was confirmed through photos. Upon review, it was observed that the screw shank had fractured at the fifth thread distal to the screw head assembly. It was reported that the patient had already fused. According to the product insert, internal fixation devices are load sharing devices which maintain alignment until healing occurs. Implants are intended to provide temporary stabilization and removed after complete healing. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. It is possible the failure occurred in fatigue. Screws at the most caudal level of the construct are subjected to more stress. Repeated bending motions can compound cantilever forces at the proximal screw shank, resulting in a failure of this nature. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Post market surveillance will continue to monitor this issue. Correction: implant: from (B)(6) 2016 to (B)(6) 2016. Explant: from (B)(6) 2019 to (B)(6) 2019.

Event description:
A patient that was originally operated on in 2016, underwent revision surgery due to the patient presenting with pain. During surgery it was noted that the mesa polyaxial screw was broken.